Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the device had a no disposable pump wont run alarm which remained unresolved with troubleshooting. Green flow stop. Air in line. Patient not affected. No patient injury reported.